Event description:
A customer contacted beckman coulter inc. (Bec) reporting that fluid was leaking from the ise drip tray of their unicel dxc 800 pro synchron clinical system. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and eye protection at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that line 15 from the t connection going to the drain valve had been pinched. This was causing the drain to back up and leak from the valve. Fse replaced the tubing which resolved the issue and no further leaking was observed. The cause of the leak was pinched line 15. (B)(4).